Event description:
Clinical study. During a coronary artery drug eluting stenting procedure there was difficulty withdrawing the balloon. The lesion being treated in the index procedure was a 3.1mm, 69% stenosed portion of the proximal circumflex (prox cx). The physician treated the lesion with direct stenting and implanting a taxus liberte 3.50x16mm drug eluting stent in the target lesion. The site reported during withdrawal of the balloon there was severe resistance. It was resolved without further treatment. No other info is available at this time. There were no further complications. The pt was discharged the next day on plavix and aspirin.